Event description:
Customer reported a cracked touchscreen on the pump, which was unresponsive and illegible. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and the customer was advised to use multiple daily injections as a backup therapy.